Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. The pt had a history of congestive heart failure and coronary artery heart disease. Aneurysm and vessel morphology are unknown. The diameter of the proximal non-aneurysmal aortic neck was 22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 110mm. It was reported that there were no complications during the implant. The final angiogram demonstrated no endoleak and accurate placement of the endograft. There was a successful outcome with exclusion of the aneurysm; however, it was reported that the pt expired 8 days post implant on event date. The cause of death is unknown. Despite repeated attempts to obtain info regarding the pt's death, no further info is available at this time.